Event description:
Customer reported receiving frequent error messages requiring cartridge re-installation on their tandem mobi pump, resulting in elevated blood sugar levels. Specific blood glucose levels were not provided, but the issue was causing consistently high readings. Attempts by technical support to contact the customer for further assistance were initially unsuccessful, with a message left requesting a follow-up within 24 hours.